Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal end of a vapr lds electrode broke off into the patient's joint space. They do not know if the fragment was retrieved or remains in the body. However, the repair was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.